Event description:
During laparoscopic cholecystectomy, picture on monitor became blurred with light escaping from circle of vision. Unable to adjust camera to clear picture. Color also became purple. Unable to complete procedure laparoscopically. Converted to opened cholecystectomy.